Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient stated there is intermittent, uncomfortable stimulation sensation in the private area. It was confirmed that therapy is on. The issue occurs when the patient is just sitting. They lowered from 2.1 down to 1.5 and the patient says it is weaker but still uncomfortable. It was recommended that the patient turn the ins off and follow up with their healthcare provider (hcp). The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.